Manufacturer narrative:
The product has been requested back for investigation and the customer agreed to return the device. A follow-up report will be submitted upon completion of investigation activities or if additional information is obtained. The date of event is unknown. The date entered in section b3 is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A high glucose readings issue with the abbott diabetes care (adc) device was reported. The customer received unspecified higher glucose sensor scan results compared to unspecified glucose readings obtained on a competitor brand device and it is unknown whether the customer noted a trend arrow on the device. The customer experienced shaking, muscle spasms, and an inability to stand up straight, the customer's spouse called 911. Paramedics arrived and loaded the customer for transport. During the first trip, the customer noted that they "borked out" (lost consciousness or flatlined) twice, forcing the medics to stop and revive the customer. The customer stated they were in the emergency room (ER) with a dangerously low glucose reading of 40 or 42 mg/dl. The customer mentioned that these severe drops resulted in them going to the emergency room (ER) three times during the previous week. As a result of these medical emergencies, the customer's healthcare professional stepped in and altered their prescribed insulin dosages to help stabilize their condition. There was no report of death or permanent impairment associated with this event.